Event description:
A report was received that the patient was experiencing a burning sensation when the stimulation was turned on after a non-device related fall. X-ray showed that the ipg had cracked and that the lead was either folded or cracked.

Manufacturer narrative:
Additional information was received that no further information could be obtained. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Date of event: 2012. Additional suspect medical device component involved in the event: model #: sc-8116-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing a burning sensation when the stimulation was turned on after a non-device related fall. X-ray showed that the ipg had cracked and that the lead was either folded or cracked.